Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and broken battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that the buttons were unresponsive. The customer did not know the blood glucose reading. The customer reported that the insulin pump was off when he was in the pool but put it back on afterwards. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.